Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the sm mpps dv 400cc breast implant had a crease/fold on the anterior view. In addition, a tear was found within the crease/fold, measuring approximately 0.4 cm. The evaluation determined that the possible cause of the rupture that was found was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient implanted with a 400cc mentor smooth round moderate plus profile saline breast prosthesis experienced a deflation on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2025.